Manufacturer narrative:
Updated data: d9 - device available for evaluation, return date h3 - device evaluated, dev ret to MFR and eval summ attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Slight delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was a bend to the stability shaft. An evolutfx 34mm valve (d550000) was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve was 80% deployed before being fully recaptured without issue. The valve was fully deployed without issue. The reported event for dislodged, valve could not be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for inaccurate delivery could not be confirmed in the analysis. The reported event for unable to recapture could not be confirmed in the analysis. Conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during p ositioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and a misload is evident. Outflow crowns are misaligned, and the paddle appears to be out of the pocket. Per medtronic best practices, if a misload is detected, the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was attempted to be deployed. During the initial deployment attempt, the paddle is visibly out of the pocket. Attempts to continue to deploy should have been aborted; however, the misload continued not to be detected which resulted in a dislodged valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The cause of the inaccurate delivery appeared to be the paddle out of pocket misload leading to the accidental deployment of the valve. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the undetected misload prior to implant may have led to the difficulty in accurately positioning the valve. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Overall, there were no findings to suggest a malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 03-jan-2025, UDI#: (B)(4). Concomitant products: product ID l-evolutfx-2329; product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, on the 2nd recapture, the valve dislodged from the annulus. "50%" of the valve stayed in the catheter, but "came off" the paddles. An attempt was made to pull the device over the aortic arch into the descending aorta, however, the valve became lodged in the arch. Of note, the valve was not blocking any vasculature. A 2nd, non-medtronic valve was implanted. The patient remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description h6 -device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the implant, the valve was recaptured twice due to dislodging. At "50%" of the valve stayed in the catheter, but "came off" the paddles" meant that the valve was accidentally released from the delivery catheter system (dcs) and was implanted as the valve was unable to be recaptured. A safari guidewire was used. No additional adverse patient effects were reported.